Manufacturer narrative:
Software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spine procedure, the site imaging system displayed an error message. When the site turned on their imaging system it displayed a re-homing message. After re-homing, the imaging system functioned normally. No further details regarding this issue were provided. The surgeon completed the procedure with the use of navigation. There was no delay of therapy. There was no impact on patient outcome.